Event description:
Pt was hooked up for 5fu chemo on 6/12/98 and on 6/14 pt noticed the bag and carrying case was wet. He called into facility. Triage rn told him to stop the pump, rn would be out, and rph would send a new bg of 5fu, pump, and carrying case.